Manufacturer narrative:
(B)(4). Additional assessment determined this was not a life threatening event as the "flu and other health issues" resulting in ICU treatment were not related to the device or therapy.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information from the health care professional indicated that a rotor and dye study was not performed. The pump was explanted on (B)(6) 2015 prophylactically to avoid in-vivo battery depletion. The device was replaced. The patient recovered without sequelae. The device system was delivering saline. Additional information has been requested regarding the discrepancy in the reason for explant. If information is received, a follow-up report will be sent.

Event description:
Additional information from the manufacturing representative indicated that the patient had planned to have the pump removed because she became homeless and had no way of paying for the pump treatments any longer. However, the patient had been able to turn things around for herself and decided that instead of having the pump removed, she would have a prophylactic replacement. She stated that the doctor would still like the pump analyzed. No further information was provided for the event.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient's pump was scheduled to be replaced due to suspected overinfusion; however, the patient was admitted to intensive care unit due to other health issues. It was unknown why the patient was in the ICU but it was thought to be unrelated to the therapy.

Event description:
It was reported that since (B)(6) of 2014 the health care provider had suspected overinfusion because of volume discrepancies at refill. Reportedly, the discrepancies ¿got worse¿ over time, however, the specific volumes were not known. No patient symptoms were reported at this time associated with the discrepancies. At the time of the report, the patient's status was reported as alive-no injury. It was unknown if any diagnostic testing occurred. The issue was reported as unresolved and the cause undetermined. However, a pump replacement was scheduled but needed to be post-poned as the patient developed the flu. This device system delivered dilaudid but now was delivering saline. Inquiry was made for further details of the discrepancies, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis was completed and no additional anomalies were found.

Manufacturer narrative:
Analysis of the pump revealed overinfusion, with an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and therapeutic rate of 300 microliters per day. Further analysis results will be provided after long-term testing is performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.